Event description:
I am sending this info to anyone who will listen to me or read my letters. My husband, (B)(6), died a very tragic death in 2005. He went into the hospital for a routinely simple heart cath and died on the table in the hospital with supposedly professionals surrounding him. Every one but his family. I am still looking for answers and have been for 5 years. Please read this material and respond to my question, why did this wonderful man die at the hands of professionals he trusted. My family has been and still is devastated, I lost my friend, husband, home, and security. I went from home and security to nothing. My children lost their father and most importantly my grandchildren lost someone they admired. I want someone to answer our questions so we can have some closure. At least who ever is responsible to admit it.